Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem customer support recommended and approved a pump replacement after escalating troubleshooting.